Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked. It was also noted that the battery cap was damaged and the threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:evaluation revealed that the battery compartment was intact; no cracks were observed. The slot on top of the returned battery cap was found to be deformed and the battery cap threads were found to be damaged/stripped. The returned battery cap was not able to be fully secured to the pump. A test battery cap was used to complete investigation. Unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored. No defects were found on the returned pump.